Manufacturer narrative:
Visual evaluation of the returned product found no anomalies. The device passed retroflex test. Electrical resistance testing was performed and found the device within manufacturing specifications. The complaint was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare turned very hot and an excessive amount of smoke was noted; the snare appeared to turn dark/black. The procedure was completed with another sensation small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare turned very hot and an excessive amount of smoke was noted; the snare appeared to turn dark/black. The procedure was completed with another sensation small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.